Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products; associated with mdrs #1225714-2014-04065, 1225714-2014-04066, 1225714-2014-04067 and 1225714-2014-04068.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired on (B)(6) 2012, after the use of the product.